Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that a patient presented non-st segment elevation myocardial infarction and coded so was taken for impella cp placement. During support it was noted that heparin was removed from purge due to high partial thromboplastin time (ptt) the patient continued to decline, and decision was made to withdraw care and the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the outcome. The patient's peri-procedural condition was critical.